Manufacturer narrative:
Manufacturer's investigation conclusion: an analysis of the log file provided by the account confirmed elevated power and flows; however, a specific cause for this finding could not be conclusively determined through this evaluation. Additionally, a specific cause for the pump exchange could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021 through (B)(6) 2021. The file captured intermittent power and flow elevations throughout the duration of the file. The power and flow elevations appeared to occur more frequent towards the end of the file. It was noted that all of the power and flow elevations occurred during pulsatility index (pi) events. The pump remained above the low speed limit for the duration of the file and appeared to operate as intended. Multiple requests for additional information regarding this event, including product return status, were sent to the account; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 22jul2019. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. The IFU states that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for power and flow elevations. The log file contained pulsatility index (pi) events. The data contained power/flow elevations, but some appeared to be associated with pi events. An increasing trend in power/flow and a decreasing trend in average pi over time could also be seen in this log file data. These trends did not appear to be a result of any equipment malfunction and are most likely a result of the patients clinical condition. It was reported that the patient underwent a pump exchange on (B)(6) 2021 from heartmate ii to heartmate 3.